Manufacturer narrative:
Report date: 30aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported that a ventilator experienced a touchscreen issue during an equipment check. The touchscreen issue was reported to have been found by a nurse as she was setting the device up for clinical use. Therefore, we will process this complaint as having occurred during clinical use. There was no patient or user harm reported. There was no delay to patient therapy. There was no patient involvement. The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomaly was reported.